Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and a seizure. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and insulin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.